Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6)/(B)(6) . Batch: 7082230/7082325.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to significant rib stimulation and lack of coverage. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device components were kept by the medical facility.